Event description:
It was reported that, "insert was replaced because the knee was unstable, put in thicker poly. Returning the poly because of concerns with the yellowing of insert after just one year."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.